Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.